Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, the safety shield detached. This occurred four times. No impact was reported.

Manufacturer narrative:
Investigation summary: "material #: 368607 lot/batch #: 4073448 bd received 192 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism was observed. Additionally, 20 of the customer samples were evaluated by functional testing, each having their safety shield activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."